Manufacturer narrative:
The customer's test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Test strip retention samples passed the internal inspection. UDI number = (B)(4). Initial reporter occupation - the occupation is lay user/patient. This event occurred in (B)(6).

Event description:
It was reported that a patient received discrepant results when testing with a coaguchek inrange meter (serial number unknown). A sample from the patient was tested in the laboratory using an unknown method, resulting in a value of 2.66 inr. At an unknown time, a sample from the patient was tested using the meter, resulting in a value of 3.7 inr.